Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the patient needed the probe replaced because the tube cuff (balloon) ruptured.

Manufacturer narrative:
The device history record (DHR) review could not be performed because no lot number was available. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. Based on the present information a root cause cannot be determined. However, the affected component is produced by an external supplier. Because of similar cases presented in the past, a corrective and preventative action (CAPA) was generated to further investigate the issue. This complaint will be used for tracking and trending purposes.